Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed multiple consecutive call service alarms on the reported event date. During testing, the pump powered on normally; however a call service alarm was immediately emitted. The pump¿s cover was opened and the pump was found to have a low reference voltage. A component failure was found and removed. The pump was then able to power on and prime with no alarm.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump had emitted recurrent call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).